Event description:
Notes: this report pertains to the second of two reported device malfunctions. Refer to MFR report #3005099803-2008-07238 for details regarding the first device. According to the complainant, during a second attempted placement of an endovive standard peg kit device, the wire would not go through the peg tube joint. Another endovive standard peg kit device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be "fine"; however, the patient was reported to have "free air" trapped under the skin. It was reported that the patient was coughing repeatedly during the procedure and it was believed that this caused him to take in some air through the abdominal cavity by way of the incision site during the 10 minutes the guidewire was in place. Reportedly, after placing a peg device, standard practice for the physician is to admit the patient to the hospital for observation. As a precautionary measure, the patient was also placed on levaquin and metronidazole. The patient was discharged home within two days.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.